Event description:
It was reported that patient underwent shoulder revision procedure on (B)(6), 2010. Subsequently, radiographs revealed that the baseplate and glenosphere had disassociated. As of this date, no revision procedure has been performed.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. (B)(4).

Event description:
It was reported that patient underwent shoulder revision procedure on (B)(6) 2010. Subsequently, radiographs revealed that the baseplate and glenosphere had disassociated. As of this date, no revision procedure has been performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.